Manufacturer narrative:
This product is registered as a combination product. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Related manufacturer reference number: 2017865-2020-07625, related manufacturer reference number: 2017865-2020-07626. It was reported that the patient developed an infection. There is no known allegation from a health professional that suggests the infection was related to the dual chamber pacemaker system. The patient's pacemaker, atrial lead and ventricular lead were all explanted and replaced on (B)(6) 2020. The patient was stable.

Manufacturer narrative:
The reported event of infection caused by the device was not confirmed. Analysis was normal. No anomalies were found.